Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode following use of magnetic resonance imaging (MRI). Device MRI procedure was not performed prior to the scan, and this caused the device to reset and lose defibrillation ability. The device was able to be successfully restored back to normal function. There were no patient consequences.